Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint is for a low drain volume alarm during the initial drain stage. The patient reported to seeing air in the patient line. The air was caused by the patient connecting to the homechoice during the priming stage. The patient also reported of closing the clamp on the patient line during the priming stage while they were connected as well. Therefore, the complaint was confirmed based of the care givers' observation of air in the patient line, and the assignable cause was determined, because air in the patient line can cause a low drain volume alarm. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during initial drain. Per the initial report, the home patient (hp) had a low drain volume alarm. There was air in the patient line and the hc alarmed low drain volume. The technical service representative (tsr) assisted the hp with ending therapy. The hp would start over with new supplies. Global product surveillance contacted home patient (hp) on (B)(6), 2011. The hp was able to complete therapy with new supplies. The hp did not notice any defects with the original supplies. There was no patient injury or medical intervention reported.